Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. A2: age or date of birth: not available due to hospital policy. A3a: sex: not available due to hospital policy. A3b: gender: n/a. A4: weight: not available due to hospital policy. A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The likely cause was determined to have been insertion difficulty due to calcification at the puncture site. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the angio-seal device was used for hemostasis after the percutaneous coronary intervention (pci) for #6 chronic total occlusion (cto). Due to high calcification, there was strong resistance when the assembly was attempted to be inserted into the artery. It was determined that further insertion was not possible, a small dissection was performed, and the assembly was withdrawn. Another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved. The estimated blood loss was less than 250cc. The patient was stable. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was the right common femoral artery. The vessel diameter was 9 mm. There were no other devices or equipment used with the reported product.